Event description:
Customer's mother reported that the insulin pump did not deliver the insulin. The blood glucose reading was 600 mg/dl. Customer was treated by being put back on an older insulin pump. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal rate and bolus wizard settings were correct. The insulin pump failed the high pressure test twice. The infusion set was removed and customer's mother reported that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.